Event description:
During a procedure the a portion of the distal tip of a vapr electrode broke off into the pt's joint space. All was retrieved and the case was concluded successfully without further incident or harm to the pt.